Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where valve detachment occurred. It was reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small got disconnected and attached to the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue was resolved. There was no patient consequence. The sheath was being used on the patient. No air was introduced into the body. Approximately 1ml of blood was lost, there was no hemodynamics compromise and no intervention was required. Valve detachment is an MDR-reportable issue.

Manufacturer narrative:
On 12/30/2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where valve detachment occurred. It was reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small got disconnected and attached to the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue was resolved. There was no patient consequence. The sheath was being used on the patient. No air was introduced into the body. Approximately 1ml of blood was lost, there was no hemodynamics compromise and no intervention was required. Device evaluation details: the device was visually inspected, and the hemostatic valve was missing from the sheath. Also, the silicon ring and the brim cap were not found. There is evidence that the valve was assembled correctly: evidence of the correct pu placement was found. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood but this cannot be determined since the hemostatic valve was not found. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. The device history record was performed for the finished device 00001084 number and no internal actions related to the complaint were identified. The customer complaint was confirmed since the damage found is related to the reported issues. It seems to be related to the incorrect introduction of the vessel dilator but this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).